Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2008. According to the complainant, during preparation, a severe kink was identified in the device. Procedure completed with another of the same jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.